Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the sensor wire was detached. Sensor insertion site was at the patient's arm. No additional event or patient information is available.